Event description:
It was reported circulated items were inspected and identified the sterile package was damaged. No patient involvement. No additional information.

Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00492, 0001825034-2022-00493.

Event description:
Upon reassessment of the reported event, it has been determined that the device sterility has not been compromised. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d4, d9, g3, h2, h3, h4, h6 upon reassessment of the reported event, it has been determined that the device sterility has not been compromised. The initial report was forwarded in error and should be voided. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product identified damage to the sterile packaging (blister and pouch). Sterility has not been compromised. Reported event has been confirmed. Evaluation of the returned product confirmed there is debris inside the sterile packaging which is consistent with the appearance of porous coating. The reported event is confirmed. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event for damage can be attributed to transit damage, and a packaging design issue. The root cause of the reported event for black debris is likely to be due to transit damage causing the porous coating to shed from the implant.. A corrective action has been initiated for this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.